Manufacturer narrative:
(B)(4). Date sent: 12/7/2020. Event date: only event year known: 2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: the female patient had the device implanted on (B)(6) 2019. The explant was successfully performed on (B)(6) 2020. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Yes. Results were normal. What is the lot number of the linx device? Unable to locate at this time. When using the linx sizing device what technique was used to determine the size? Standard measuring procedure per IFU. Did the patient have an autoimmune disease? N/a. Is the patient currently taking steroids / immunization drugs? N/a. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? N/a. Were there any intra-operative complications during the implant? None. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that the patient had dysphagia and the surgeon has scheduled an explant.